Event description:
A coronary viperwire flex tip advanced guide wire was intentionally used with a diamondback 360 exchangeable peripheral orbital atherectomy device (oad) 1.25 for treatment in an 89-93% stenosed and heavily calcified anterior tibial artery (at). The oad was spun 2 times on low speed, 2 times on medium speed and 2 times on high speed. The oad cartridge was changed to a 1.5 and used to treat a 6mm, 78% stenosed and heavily calcified superficial femoral artery (sfa). The oad was spun once on low speed, once on medium speed and once on high speed. A non -abbott balloon was used to perform angioplasty and inflated to 4 atmosphere pressure (atm). A guidewire fracture was observed. The balloon and viperwire were removed. Ex vivo, the guide wire was observed fractured into four pieces. Two fractured components were flushed from the balloon, the other two were still in vivo. A snare was used to successfully remove the two fractured components. The patient was stable. The physician's decision to use the coronary viperwire was they felt it was more atraumatic than the peripheral viperwire.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).